Event description:
Pt reported the infusion device went into the stop mode by itself during the night and this resulted in elevated blood glucose. The pt is currently in the hospital for a new basal setting, and a nurse detected the infusion device was in the stop mode. At the time of the report, the infusion device was "normal." The infusion device was not dropped or exposed to water or electromagnetic fields. The correct type of battery is used. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.